Event description:
Customer reported power issue with the voicemate system. The system was evaluated by the manufacturer, and it was reported that the voicemate system speaks a result in mg/dl, and the retention advantage meter displays the result in mmol/l. Replacement was sent.